Event description:
Rptr recently rec'd an FDA public health advisory regarding caution when using vacuum assisted delivery devices, and would like to report a possible adverse event in one of their patients. Pt was delivered on december 4, 1997 via vacuum assisted vaginal delivery. She was noted to have apneic episodes after birth, requiring intubation and transfer to a neonatal intensive care unit. A computed tomography showed a subarachnoid hemorrhage. She developed seizures which were treated with phenobarbitol. Since this time she has done relatively well. She does not have any residual neurologic deficits and has been off phenobarbitol since about eight months of age.